Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that bottle (B)(6) (ethanol) was not in contact with the corresponding sensor for approximately 2 minutes and 20 seconds from 12:45pm on (B)(6) 2021, which is sufficient time to replace the reagent; and the station properties were reset at 12:48pm on (B)(6) 2021, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle (B)(6) prior to these user actions were: ethanol concentration=95.1%, cycle=14, cassettes= (B)(6) and days=20. Although a user affirmed in the instrument software that the ethanol concentration in bottle (B)(6) (ethanol) was to be set to the default value of 100% at 12:48pm on (B)(6) 2021, the variance between the ethanol concentration measured by the pas using a hydrometer on (B)(6) 2021 of 75% and that calculated by the instrument software of 99.8% indicates that a use error occurred during manual replacement of this reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle (B)(6) (ethanol), which had an ethanol concentration of 75% due to the use error, was used for the final dehydration step of the "fatty tissue" protocol started in retort a at 16:09pm on (B)(6) 2021, from which sub-optimal tissue processing was reported by the complainant. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument functioned as designed during execution of the "fatty tissue" protocol started in retort a at 16:09pm on (B)(6) 2021, from which sub-optimal tissue processing was reported by the complainant. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 12:48pm on (B)(6) 2021 during manual replacement of the reagent in bottle (B)(6) (ethanol). Specifically, the ethanol concentration in bottle (B)(6) measured by the assigned leica product application specialist using a hydrometer was 75% and that calculated by the instrument software was 99.8%. The facts indicate that manual replacement of the reagent in bottle (B)(6) (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
The complainant contacted the local leica technical assistance centre helpdesk and reported "incomplete processing of tissue" involving peloris rapid tissue processor serial number (B)(4). On 06 january 2021, the leica product application specialist - (B)(6) (pas) contacted the laboratory by telephone in order to obtain further information regarding the circumstances involved in this complaint. The pas documented the following information reported by the complainant: "the customer described seeing water in the wax baths which had been used for the processing run in question and water condensation on the inside lid of the wax baths. Customer also performed water content checks on the xylenes used in the run and found water in the xylene." On 07 january 2021, the leica product application specialist - (B)(6) (pas) visited the laboratory in order to obtain further information regarding the circumstances involved in this complaint. The pas measured the ethanol concentration in bottles (B)(6) inclusive using a hydrometer; and found that the variance between measured ethanol concentration and that calculated by the instrument software exceeded the acceptable limit of 5% in bottle (B)(6), in which the measured ethanol concentration was 75% and the calculated ethanol concentration was 99.8%. The pas noted that the reagent in bottle (B)(6) (ethanol) appeared "murky", bottles (B)(6) (xylene) contained liquid droplets and bottle (B)(6) (xylene) also contained a few water droplets. The pas documented that the tissue samples involved in this event were derived from the "fatty tissue" protocol comprising (B)(6) cassettes, which started in retort a at 16:09pm on (B)(6) 2021 and completed at 06:05am on (B)(6) 2021. The tissue type of the affected samples was detailed as "breast blocks". The size of the affected tissue samples was not provided. On 07 january 2021, leica biosystems melbourne received the following information reported by the complainant to the leica product application specialist - (B)(6): "so far, so good' with regards to the cases being diagnosable however the pathologist has not completed viewing all the affected cases." On 08 january 2021, leica biosystems melbourne received the following information reported by the complainant to the leica product application specialist - (B)(6): "the reprocessing by (B)(6), worked, it allowed our pathologists to diagnose the cases."